Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 8 months implant of this 27mm bioprosthetic mitral valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for replacement was reported outflow obstruction from pannus that covered the sewing ring and some of the stent posts. It was reported the suture flag was located slightly clockwise of its designated position. No additional adverse patient effects were reported.